Manufacturer narrative:
(B)(4). Evaluation, results: (death), (small iliac arteries, preoperative ruptured aneurysm), (device was used for treatment of a pre-operative ruptured aneurysm). Evaluation, conclusion: (small iliac arteries, pre-operative ruptured aneurysm), (device was used for treatment of a pre-operative ruptured aneurysm).

Event description:
A talent stent graft system was implanted into a patient for the emergent treatment of a contained ruptured 5.5 cm thoracic aortic aneurysm. The patient has a pre-existing CABG. The aorta had mild tortuosity/angulation and heavy thrombus distally. The proximal aortic neck was 34-36 mm in diameter, and the distal aortic neck was 37-38 mm in diameter. The iliac arteries were small. The thoracic aneurysm was 4.5 cm in diameter and it has been monitored for the past 3 years. The 2 talent thoracic captiva devices were delivered easily through the small iliac arteries and implanted successfully from the subclavian to about 4 cm proximal to the celiac artery. After implantation, a pressure drop was noted, and an inferior wall myocardial infarction was diagnosed. Resuscitation efforts with CPR and a temporary pacemaker was unsuccessful, and the patient expired (see MFR # 2953200-2010-02441). No autopsy is planned.